Manufacturer narrative:
Meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Event description:
On (B)(6) 2013, the patient reported that her infusion device was shutting off and then restarting and going through the self-test process. She changed the battery, but the device continued to shut off and restart. The device did not display an error message to alert her that it was shutting down before doing so. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.